Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw could not be cut off and was found to be slipping. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.